Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Device manufactured in 2012. Customer perception from patient marker code displaying at power-up; this is part of normal operation of the device. No fault found.

Event description:
It was reported that the device gave a p55 error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.